Event description:
An initial MDR regarding this case was filed 11-oct-2023 (report number 3016798778-2023-00053). Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Logs from remote (B)(6) (paired with pump (b)6) show that the system generated occlusion and cassette problem alarms. During investigation, pump (B)(6) was attached to a soap-water cassette and delivery ran for 24 hours with no alarms generated before being manually stopped. The pump was disassembled for further investigation and fluid ingress was identified. The fluid ingress did not permanently damage the pump, but may have caused the reported alarms. No cassettes or infusion sets were returned. No further investigation is possible into the cause of the fluid ingress. Logs from remote (B)(6) (paired with pump (B)(6) show that the system generated occlusion, cassette problem, and pump error alarms leading up to the date of the complaint. Logs further show that the day after the complaint, a successful therapy was run on this system with no alarms generated. This indicates the system was functioning as designed. No cassettes or infusion sets were returned, and pump (B)(6) was not returned. No further investigation is possible into the cause of the alarms. All systems were observed to have appropriately alarmed as designed.

Event description:
An initial report of potential patient hospitalization was received by (B)(6) on 2023 and forwarded to millyard advanced medical products, llc on 13-sep-2023. The patient reported both pumps had malfunctioned, it is unknown if troubleshooting was attempted. The patient was advised to go to the hospital. No side effects were reported. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.